Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported to bd by the patient's attorney: in (B)(6) of 2009, the patient underwent surgery for implant of a composix kugel hernia patch. As reported, the patient underwent additional surgical intervention. The patient's attorney alleges the patient experienced unspecified injuries and emotional distress due to the defective device.